Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history

Event description:
It was reported that the patient experienced a loss of therapy. Follow up confirmed that the lead was fractured. As a result, the patient underwent surgical intervention on (B)(6) where the lead was replaced.

Event description:
Follow up revealed that effective therapy was restored post operatively.